Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-05354. The pt has two ipgs for off-label use. It was reported the pt has lost stimulation from one of her ipgs due to it no longer communicating with the charger and programmer. A replacement charger and programmer were used to address the pt's issue, but were unsuccessful. As a result, the pt will undergo surgical intervention.